Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 208, 343 and 336 mg/dl. The customer's expected fasting blood glucose test result range is 130 - 144 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 08/27/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: customer reported the three concern high results readings (B)(6). Memory concerns:undisclosed. The customer called initially to have some training on how to use the control solution, after testing with the control solution the customer stated that the blood glucose readings is higher than the normal range of expected 130-144mg/dl. Customer a1c is 8.1% equivalent to 186mg/d.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 208, 343 and 336 mg/dl. The customer's expected fasting blood glucose test result range is 130 - 144 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 08/27/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: customer reported the three concern high results readings. (B)(6). The customer called initially to have some training on how to use the control solution, after testing with the control solution the customer stated that the blood glucose readings is higher than the normal range of expected 130-144mg/dl. Customer a1c is 8.1% equivalent to 186mg/d